Event description:
It was reported that the patient experienced a chronic wound infection on the scalp. The patient was placed on antibiotics. Cultures were taken and tested positive for staphylococcus aureus, the patient was then placed on chronic suppressive therapy. A debridement procedure was then performed.

Event description:
It was reported that the patient experienced a chronic wound infection on the scalp. The patient was placed on antibiotics. A culture was taken and tested positive for staphylococcus aureus, the patient was then placed on chronic suppressive therapy. A debridement procedure was then performed. Additional information was received that the infection was at the right burr hole cover site, which was red with some discharge.